Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to corrosion on the plug unit. Additional findings are as follows; due to wear of the forceps elevator lever, the "up/down" knob could not be securely locked, the forceps channel port had a dent, the air/water cylinder had no color, the suction cylinder had no color, switch #1 had a scratch, the switch box had a scratch, due to a cut on the heat shrinking tube of the forceps elevator lever, expected insulation capacity could not be obtained, the scope connector case unit was deformed, the plug unit had corrosion due to water leakage, due to adhesive peeling on the bending section cover, insulation resistance value at the distal end did not meet standard value, due to wear of the angle wire, bending angle in the "down" and "right" direction did not meet standard value, the plastic distal end cover had a dent, the objective lens had a crack, the light guide lens had a crack, the adhesive on the bending section cover had a crack, the connecting tube had a scratch, due to clogging of the jet tube, water could not be supplied, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope was displaying a scope communication error code b30. The device was returned for evaluation. During the device evaluation, white foreign material was found in the air/water tube, cylinder and jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.